Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the day prior to report the patient was walking up the stairs and ¿got an electrical type of shock where the wires are in [the patient¿s] back.¿ the patient stated that on the date of report ¿at work it kept turning on and off by itself.¿ the patient stated that when they checked the programmer it showed a lying down position when the patient was up and walking around for two hours. During the call, the patient checked the implantable neurostimulator (ins) and it showed that the patient was mobile. The patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.